Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection and guide wire tip detachment occurred. The target lesion was located in the circumflex artery. A 185cm kinetix¿ guide wire was advanced; however, the device went into the sub intimal area of the circumflex. It was noted that the guide wire was kinked. When the guide wire was pulled back, the distal end 15-20mm of the guide wire broke off. The physician noted that it was difficult to snare the distal end of the guide wire as it was lodged in the mid circumflex. The detached portion remained in the patient's body. Another guide wire was then placed. A stent was implanted over the detached portion of the guide wire and the procedure was completed. No further patient complications were reported and the patient¿s status was fine.